Event description:
End user reported reddened skin after removing the pouch.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a follow-up report will be submitted.(B)(4).